Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause for the aortic malposition cannot be determined; however, procedural factors (device manipulation) may have contributed to the event. Despite multiple attempts, no other information was forthcoming. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our argentinian affiliate, during a transfemoral procedure, the sapien xt valve was deployed in a too aortic position. A decision was made to deploy a second valve. As reported, the balloon was 50% inflated, and then it was completely inflated. The valve landed 80:20 aortic/ventricular. It was noted that the valve moved up, resulting in a placement too aortic. Although the coronary arteries were permeable, it was decided to implant a second valve with good result. The second valve was positioned and landed 50:50 in the annulus. The native annulus measured an area of 402mm2 by CT. The native aortic valve was not calcified. The image intensifier angle and the coaxial alignment of the delivery system were noted as good. Ventilation was not held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Pre-procedural CT and procedural cine images and echo were submitted for review. The following observations and impression were made by an edwards physician proctor. Procedural cine: heavily calcified annulus; bav done well; valve across annulus coaxial and in good position; valve deployed with nice slow inflation, at the end of inflation, loss of pacing seen and valve jumps too aortic; severe ai seen with wire across; 2nd valve deployed within the first valve; last image shows no ai. Impression/ recommendations: the first valve was implanted well; however loss of pacing capture moved the valve too aortic. No stored tension seen in the delivery system that could justify aortic movement during valve deployment. Severe aortic insufficiency (ai) seen with wire across; no image available with wire out before valve-in-valve. The valve in valve case was performed well. No ai noted after 2nd valve. In this case, the cause for the aortic malposition was loss of pacing capture.